Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident. Customer's current blood glucose level was 404 mg/dl. The customer stated that they reached out to health case professional and was told to go the emergency room but they refused. Customer stated that it was not working as it should be. Customer stated that they again had another blood glucose incident and it was no delivering nor suggesting any bolus. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged high blood glucose incidents in the past reported on (B)(6) 2021. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08610 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Successfully downloaded the trace and history files using thus. No unexpected insulin flow blocked alarms noted during testing or could be found in the history files. Device was cut open for visual inspection. No damage or moisture damage on electronic assembly (electrical board 1 and electrical board 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The insulin pump passed the functional testing. High blood glucose anomaly and insulin flow blocked alarm are not confirmed. No unexpected insulin flow blocked alarm noted during testing or could be found in the history files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.